Event description:
It was reported that during a laparoscopic hysterectomy procedure, the instrument jaw was broken, but could be removed. No further information is available. Unknown how case was completed. There were no adverse consequences for the patient. One device will be returning.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.(B)(4).

Manufacturer narrative:
(B)(4). The device was received with the jaw damaged but still attached to the shaft and cable cut off. There was damaged to the upper jaw at the hinge where it attaches to the lower jaw. It appeared that the proximal portion of the jaw was forced open. This would not allow the jaw to open and close as expected. Due to the returned condition (the cable cut), functional testing could not be performed. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The jaw can be stressed which would impact the performance of the jaw or even result in the detaching from the instrument.